Event description:
A consumer had essure inserted into left fallopian tube for contraception, as right fallopian tube was previously removed. She started having severe pain days after insertion. She went to the emergency room because of the pain and had emergency surgery. The doctors found the coil broken and punctured in the uterus. Her (left) fallopian tube was removed, but a coil was still seen in her uterus and causing internal bleeding. She is still having severe pain and the doctor wants to perform a hysterectomy.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received.the plaintiff was implanted with essure and subsequently had the device removed due to complications.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ("internal bleeding from the procedure"), uterine perforation ("coil punctured in her uterus / essure coil is in her uterus") and device breakage ("coil broke") in a (B)(6) female patient who had essure (batch no. A96184) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: normal endometrium prior to essure insertion. Previously administered products included for anesthesia: marcaine and lidocaine; for an unreported indication: ortho-novum, percocet, valium and tramadol. Concurrent conditions included salpingectomy (prior to essure insertion) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required) and product use issue ("unilateral placement of essure"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (left fallopian tube removed on (B)(6) 2013) and surgery (device removed). Essure was removed. At the time of the report, the procedural haemorrhage, uterine perforation, device breakage, complication associated with device and product use issue outcome was unknown. The reporter provided no causality assessment for device breakage, procedural haemorrhage, product use issue and uterine perforation with essure. The reporter considered complication associated with device to be related to essure. The reporter commented: a paracervical block was performed using 22 gauge spinal needle and 30cc xylocaine. The cervix was dilated to a 24 french. The essure procedure was performed per protocol. The essure device was placed in the l tubal ostia. There were 5 trailing coils after deployment. Trailing coils: left 5, right no tube. Quality-safety evaluation of ptc: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." The medical events reported are known possible undesirable events and not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: historical drug, information on insertion procedure and lot number (a96184) added from medical records. Company causality comment: this medically confirmed spontaneous case report is under litigation. It refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced internal bleeding from the procedure. The essure coil was in her uterus, it was broke and punctured in her uterus. Essure was removed. In this case, the exact date and mechanism of uterine perforation and device breakage were not known. The patient had post procedural bleeding. This case was regarded as incident since device removal was required. The initial technical investigation concluded unconfirmed quality defect. Based on the available information there was no reason to suspect quality defect. Since lot number was provided upon follow-up, an updated technical investigation is expected. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ("internal bleeding from the procedure"), uterine perforation ("coil punctured in her uterus / essure coil is in her uterus") and device breakage ("coil broke") in a (B)(6) female patient who had essure (batch no. A96184) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: normal endometrium prior to essure insertion. Previously administered products included for anesthesia: marcaine and lidocaine; for an unreported indication: ortho-novum, percocet, valium and tramadol. Concurrent conditions included salpingectomy (prior to essure insertion) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required) and product use issue ("unilateral placement of essure"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (left fallopian tube removed on (B)(6) 2013, device removed). Essure was removed. At the time of the report, the procedural haemorrhage, uterine perforation, device breakage, complication associated with device and product use issue outcome was unknown. The reporter provided no causality assessment for device breakage, procedural haemorrhage, product use issue and uterine perforation with essure. The reporter considered complication associated with device to be related to essure. The reporter commented: a paracervical block was performed using 22 gauge spinal needle and 30cc xylocaine. The cervix was dilated to a 24 french. The essure procedure was performed per protocol. The essure device was placed in the l tubal ostia. There were 5 trailing coils after deployment. Trailing coils: left 5, right no tube. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.